Event description:
The complainant reported the patient was on impella 5.5 support and the patient had a brain bleed with brain stem involvement and access site bleeding with hematoma noted. Heparin was withheld. The staff decided to remove the impella. Three units of packed red blood cells were given to the patient. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
D.9 updated as the pump was returned. The investigation has been completed. The product was returned for evaluation. The repositioning unit was inspected and there were no damages or abnormalities with the pump. Due to lack of information regarding techniques used or the activated clotting time at the time of the bleed, the root cause of the access site bleeding - major could not be determined. The product was inspected and there were no abnormalities. Saturated flow was mentioned in the complaint and was seen in the data logs. In the logs, saturated flow was seen right after beginning support and there was a motor current and placement signal spike and a decrease in purge flows. After this spike, the pump flows become stable. There was no biomaterial seen in the impeller or in the purge gap on the returned product. However, due to the log signature it appears there was ingested biomaterial that most likely got kicked out of the pump. The root cause of the saturated flow is most likely due to biomaterial. As necessary clinical information was not provided, the true root cause of the stroke could not be determined. B.1 revised by adding product problem as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-17576. B.3 revised date of event due to product problem event as it was not entered on the initial manufacturer device report number 1220648-2024-17576. G.3 awareness date on the initial manufacturer device report number 1220648-2024-17576 should of been 8/13/24 due to product problem. H.6 code 2964 was added due to product problem and was omitted from the initial manufacturer device report number 1220648-2024-17576.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The data logs showed no signs of abnormalities with the 5s parameters or any alarms and the placement signal was stable throughout the case. The product was inspected and there were no abnormalities and the 5s parameters were in specification. There were no problems to be found regarding the optical signal issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. G1 updated with correct MDR reporting contact email. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-17576.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal with false position alarms and waveforms.